Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient with an intrathecal baclofen pump implanted. The baclofen dose, concentration, therapy dates, and lot number were not reported. The pump's IFU (indication for use) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient had a history of traumatic cord transection in the thoracic spine which occurred approximately 5 years prior to the date of this report. The patient's spine was surgically fused at that level. Subsequently, the patient developed scoliosis and charcot spine below that level and could not sit straight and had deep pain (patient history). On (B)(6) 2015, a surgeon extended the spinal fusion from the thoracic spine to the pelvis but the intrathecal catheter was directly in the surgical field (in the way) so the surgeon removed a section of catheter to complete the fusion surgery. The catheter segment was not tied off as the surgeon did not notice any fluid backflow from the catheter. The catheter segment was intentionally left in the patient. The reporter planned to contact the managing physician to seek recommendations to manage the patient now that they were not receiving intrathecal baclofen. Regarding symptoms, the patient felt more lower spasticity. The patient was given oral baclofen (treatment medication). Additional interventions were not provided. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative who indicated that the patient had spine surgery in which the physician cut the catheter and did not replace it. The next day, the neurosurgeon replaced the catheter and the 20 cc pump.